Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level; cause was not known. Customer's bg level ranged from 450 mg/dl to a reading of "high" on the continuous glucose monitor. A correction bolus was delivered to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.